Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 the patient experienced a receiver that ceased to function. The complaint receiver was returned for evaluation. The device was visually inspected and no defect was found. The receiver would not charge or boot. The receiver download was unable to be retrieved. The device was opened and moisture damage was found. The customer's complaint of the device ceased to function was undetermined. A probable cause could not be determined via product.